Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. The display screen lens was not found to be scratched. Unrelated to the complaint, revealed the display screen was dim and discolored. The keypad was found to be torn. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display screen lens was scratched, causing the display screen to be unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.